Manufacturer narrative:
(B)(4) the device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. There was no non-conforming product identified related to the reported problem. As a result, the cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for respiratory failure coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of the respiratory failure was unknown. At the time of this report the outcome of the respiratory failure event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.